Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
During an unknown procedure on the male patient it was noted that there was blood leakage from the fitting of the check-flo valve. The device was replaced with another manufacturer's device and the procedure was completed successfully. There have been no adverse effects to the patient reported.

Manufacturer narrative:
(B)(4). (Additional information provided/updated): investigation/evaluation: during the course of the investigation, a review of the complaint history, manufacturing instructions, quality control, device history record, and trends of the product was conducted. Neither the actual used product nor photographs were returned for investigation. Based on the information provided we were unable to determine the root cause of this event. However, it is feasible from the review of the consumers description of the event, that the valve was dislodged when the dilator was inserted into the sheath. We will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
During an unknown procedure on the male patient it was noted that there was blood leakage from the fitting of the check-flo valve. The device was replaced with another manufacturer's device and the procedure was completed successfully. There have been no adverse effects to the patient reported.